Manufacturer narrative:
Initial reporter sent to FDA: unknown, no information was received. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the manufacturer's tamper seal was intact upon receipt, scratches were found on the liquid crystal display lens screen. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the device passed all functional tests. Root cause of the reported event is unknown as no fault was found. Recommended clearing the code and reinstalling the software as a preventive measure. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Event description:
It was reported that the device exhibited error code 46507. No patient injury was reported.